Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device¿s pressure zeroing failed. The device did not have patient involvement at the time the issue was discovered, and there was no patient or user harm reported. The customer's engineer confirmed the reported problem of automatic zero failure of proximal pressure sensor. The engineer started the machine, entered the diagnostic mode, checked the error log and located the error code consistent with check vent: proximal pressure sensor auto zero failed. The customer's engineer diagnosed the data acquisition board fault according to the maintenance manual. He then changed the data acquisition board and completed the pressure test. The device returned to full functionality.